Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing replace backup battery alarms despite recently having their backup battery changed on (B)(6) 2021. The patient had a repair appointment scheduled for (B)(6) 2021 and the controller would be exchanged at this visit.

Event description:
Related manufacturer's report number: 2916596-2021-07589.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number:(B)(6)) was returned for evaluation following the reported event of a suspected driveline short to shield. The driveline short to shield is addressed via the pump investigation. One log file was submitted for review and an additional log file was downloaded when the controller was returned for evaluation. The submitted log file contained approximately 10.5 days of data ((B)(6)2021 ¿ (B)(6)2021 per the timestamp). The log file captured drops in pump speed below the low speed limit on (B)(6)2021 from 6:14:32 to 6:14:35 and on (B)(6)2021 from 6:08:53 to 10:18:22 while connected to the mobile power unit (mpu). Low speed advisory, low speed hazard, backup battery fault, and backup mcu fault alarms were intermittently active during the drops in pump speed. The drops in pump speed and associated alarms appear consistent with the reported driveline short-to-shield. The data in the log file did not indicate any issues with the system controller. The log file downloaded from the returned controller contained approximately 3.5 days of data ((B)(6)2022 ¿ (B)(6)2022 per the timestamp). The log file did not capture the power cables or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. No notable alarms were captured in the log file prior to the controller going into backup mode. The pump maintained a speed above the low speed limit throughout the log file. The returned system controller was no longer in backup mode during testing. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the controller going into backup mode could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 21apr2015. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory, low speed hazard, low flow hazard, backup battery fault, and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii IFU section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii patient handbook section 6 "caring for the equipment" and heartmate ii IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook section 10 and heartmate ii IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.